Event description:
The procedure was coil embolization of the ic-pc. No further information was provided about the target vessel characteristics. After enc452812 was placed to the vessel covering aneurysm, coils were inserted. When the 17th coil (637mf0306/lot unk) was tried to be inserted, it could not be inserted into the aneurysm. When the doctor tried to retrieve the coil, the coil became unraveled. The coil was retrieved by the gooseneck snare out of the patient's body successfully without any problem. There were no adverse consequences to the patient. During coil placement an echelon, medtronic microcatheter was utilized for delivery. During the repositioning process, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. The procedure was completed with retrieved of the coil with a gooseneck snare and no additional coils were used to fill in the aneurysm. No additional coils were place in the aneurysm. The aneurysm was bifurcating and measured 9*7mm, and a neck of 4mm. An adequate continuous flush was maintained through the mc at all times. The current patient condition was noted as good.

Manufacturer narrative:
Concomitant products: enterprise stent, echelon microcatheter, goose neck snare, and coils. The device is not available for analysis and the lot number is not known; therefore, a device history record and further analysis cannot be completed. It was reported that during attempt to place the 3x6 orbit coil into the aneurysm the microcatheter was repositioned over the coil. The instructions for use (IFU) cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Based on the report that the coil could not be inserted into the aneurysm, it appears that previous coil packing may also have contributed to the event. Although no definitive conclusion can be made without the return of the device for analysis, it appears that procedural factors addressed in the IFU may have contributed to the stretching of the orbit coil. Therefore, no corrective actions will be taken at this time.